Event description:
Patient reported she has had ongoing concerns with the infusion device since (B)(6), 2011, and she believes the insulin delivery of the infusion device is too low. The infusion device often displays e4 occlusion errors. Her blood glucose elevated to 300 mg/dl when the cartridge volume was under 100 units. She changed the infusion set and the infusion device displayed an e4 occlusion error. She changed the cartridge and delivered insulin via pen, and her blood glucose returned to normal. She inspected the infusion set and did not see any air bubbles, leaks, or occlusions. On (B)(6) 2011, patient's blood glucose was 250-300 mg/dl and she felt sick. She delivered insulin via the infusion device, but this was not successful. She did not have an insulin pen or syringe to correct her blood glucose. She was taken to the hospital by an ambulance and received a saline infusion. She was in the hospital from approximately 12-3:00 p.m. Patient changes the infusion headset every two days and the infusion tube and cartridge every 14 days. She was referred to the user's guide. Patient did not have an infection or start new medication, and her normal blood glucose level is 120-150 mg/dl. The infusion device was not exposed to electromagnetic fields or water but might have had direct contact with a mobile phone. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.